Manufacturer narrative:
Device evaluated by MFR: a medtronic representative went to the site to test the equipment. Testing revealed that tighten dongle screws and standoffs to complete connection. Due to this poor connection this could have caused the system to be stuck in e-stop mode. The system then passed the system checkout and was found to be fully functional .concomitant medical products:other relevant device(s) are: product ID: bi71000210, serial/lot #: none. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that during planned maintenance (pm) the manufacturer representative (rep) found intermittent connection problems due to the dongle standoffs. No patient present.